Manufacturer narrative:
No product samples, videos, or photographs were provided for investigation. The device history review was performed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received.

Event description:
The event involved a microclave¿ clear neutral connector and occurred at the patient's home during 5-fu ((fluorouracil) infusion. The customer reported that the device was reported to have leaked at the connection between the microclave needleless connector and the patient's port catheter. The medication spilled on the patient's shirt and the patient cleaned himself. The patient went back to the clinic and therapy was completed; the nurse provided additional instructions and the patient was re-educated. The nurse did check microclave connector connection, and noted that the microclave connector did easily disconnect from tip of port-a-cath catheter line. Phaseal injector/connector and cap were all intact. There were no holes, cuts, or tears noted. There was patient involvement, however, no harm was reported as a consequence of this event.